Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a severe pain and tenderness around the right greater trochanter. It was also reported that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.